Event description:
It was reported that an infusion set leaked, a second infusion set did not deploy properly, and a third infusion set detached from the applicator during setup, no device alerts or alarms occurred, and replacement supplies were provided along with troubleshooting and education. Customer care provided support that included troubleshooting education. Investigation of this case revealed user-reported deployment and adhesion difficulties consistent with infusion set malfunction. No clinical symptoms associated with a leaking infusion site. Outcomes included the need for replacement supplies without clinical sequelae or hospitalization. It was concluded that the event involved an infusion set performance issue; the exact root cause could not be determined.